Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump control panel "stop" button does not work. There was no patient involvement.